Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
The customer complained of a discrepant inr result from coaguchek xs meter serial number (B)(4). At 9:31 am, the result from the meter was 3.7 inr and the result from her physician's coaguchek meter was 2.6 inr. The measurements were from the same fingerstick. The physician's meter type was asked for but not known. There was no allegation of an adverse event. The customer stopped her coumadin dose for 2 days based on the meter result of 3.7 inr. The customer was "stable". The customer was not anemic, no heparin, no direct thrombin inhibitors, and no lupus. The customer has had no changes in coumadin dose, no changes in diet, no illness, no new medications, no bleeding, and no bruising. The customer's therapeutic range was 2.1 - 2.5 inr. The suspect product was requested to be returned for investigation. Relevant retention test strips (lot 286320) were tested in comparison with the current master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.

Manufacturer narrative:
The patient's meter and strips were returned for investigation. The returned meter and strips were tested with a liquid quality control of high level. Testing results: qc 1: 2.5 inr, qc 2: 2.5 inr, qc 3: 2.5 inr. The obtained qc values were in the allowed range of the used strip lot. All measurements were without error messages. Medwatch fields have been updated.